Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was noted that this right atrial (ra) lead was previously repaired due to insulation damage. There were no additional adverse effects reported. This product was removed from service.